Event description:
A customer called baxter corporate product surveillance to report a clearlink system y-type blood set in which a leak occurred. According to the report, the facility spiked a bag of normal saline with one of the leads in order to prime it. The set began leaking immediately between the tubing and the base of the spike. The contact mentioned that the tubing appeared to be at a 30 degree angle in relation to the spike. The other lead appears to be fine. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed an incorrect assembly in tubing to the spike adapter . Functional test was performed by opening and closing the clamps, the set was then connected to a solution container and priming the set. The set was then pressure tested at 8psi. A leak was observed in both tests between the tubing and the spike adapter. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).